Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front corners, the bottom case was cracked by the l bracket screws, and the plunger head was cracked by all the screws. A review of the event history log identified battery communication and base hardware failure alarm in the history. During functional testing using multiple flow and occlusion tests, the reported issue was unable to be duplicated. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced interconnect board and battery as a preventative measure. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a battery communication time out. No patient injury was reported.